Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was implanted in a patient using a 14f amplatzer amulet delivery sheath. Patient stopped eliquis 4 days prior and was heparinized during procedure with activated clotting time (act) were high out of range. Post deployment, a large thrombus was noted on the disk of the device that appeared fiber-like, then it was tracked on transesophageal echocardiography (tee) moving from to the aorta and then left ventricle, and then it was unable to be found. It was unknown if treatment was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.